Event description:
A patient service representative (psr) contacted zoll customer support while fitting a (B)(6) female patient to report a code 202. The patient was fit with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 202 - patient parameters corrupt) has been confirmed. Upon evaluation, the backup battery was discharged. The cause of the code 202 is premature removal of the battery pack during patient programming with a discharged backup battery. The cause of the discharged backup battery cannot be positively identified. This type of failure can only occur during patient setup. A patient will never be provided a monitor with a code 202 present. No adverse event resulted from the discharged backup battery. The patient was issued a replacement monitor.